Manufacturer narrative:
The cuffs have not been returned to the MFR. When the cuffs are returned, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the account had been experiencing leaks in the tourniquet cuffs over the span of several months. There was no intervention required and no reports of adverse consequences.